Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were missing, and the top case, battery door were cracked. It was also observed that the right plunger case was cracked and the seal was broken and missing on bottom case. Device also had visible contamination. Functional testing duplicated the reported issue. During the power up process there was no a/c light up when the a/c cord was plugged in. The investigation determined that the power supply board not operating as intended due to normal wear was the cause of the reported issue. It was noted that the device had been in service for eleven (11) years. Based on evidence and investigation, the complaint allegation was confirmed. The power supply board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.

Event description:
Information was received indicating that the device was not charging. It is unknown if there was any patient involvement or injury.

Manufacturer narrative:
Correction- this is a retraction report being submitted to disregard the initial report 3012307300-2022-08900 submitted. This is a non reportable event.